Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was unknown. The drive support is normal. The alarm occurred while changing the reservoir. Customer stated insulin keep squirting out and could not rewinding and priming process. The insulin pump will be returning for analysis.